Manufacturer narrative:
H3 ¿ analysis of the returned portion of the catheter found ¿no significant anomaly ¿ catheter sutureless connector ¿ coring/tears/cuts in seal ¿ no leak seen in lab¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2012, product type catheter. Product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2012, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 05-mar-2014, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-mar-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone) 0.6mg/ml at 0.127mg/day. It was reported that the patient's pump was replaced a month and a half prior to this report and, about 4 days prior to this report, the patient complained of increased pain and no pain relief and the boluses were not affecting the patient's pain at all. The hcp was conducting a dye study to see if the issue was with the catheter. The hcp asked for instructions on doing a dye study. Technical services reviewed dye study instructions with the hcp. Additional information received on 2025-11-20 indicated that a return of pain/symptoms occurred. Approximately one week prior to this report, the patient's husband contacted the doctor letting him know that the patient was in pain and the pump and boluses were not helping. The doctor gave the patient a single bolus using a clinician programmer, but it did not help. The doctor did a dye study on (B)(6) 2025 but was unable to aspirate the catheter. A catheter revision occurred. During surgery on (B)(6) 2025, the doctor attempted to aspirate the catheter access port (cap) after opening the pump pocket but it was unsuccessful. He then cut the catheter to see if he could get retrograde flow of cerebrospinal fluid (csf) but did not get any. The doctor cut a portion of the sutureless connector segment and tied off the remaining catheter and left it in the patient. The doctor then implanted a new 8780 catheter and got good flow of csf. He connected the pump and was able to aspirate 1ml of csf prior to closing the incision. There were no further concerns at this time. There were no known external factors that may have led or contributed to the issue. The issue was resolved.